Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty inserting cartridge into the pump. Customer's blood glucose level was 198 mg/dl. Reportedly, customer successfully loaded cartridge after applying more force.